Event description:
The account alleges the patient was undergoing an ablation procedure, during which all four pulmonary veins were successfully isolated. However, during the end of the intervention, the guidewire became stuck within the catheter. Multiple attempts were made to retrieve the guidewire, but they were unsuccessful. Given the circumstances and to avoid further complications, the clinician made the decision to finish the procedure. The exit block was not verified prior to the conclusion of the intervention. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device has been not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. No lot number was provided so a search of the complaint database could not be completed.